Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified, mildly tortuous 1st diagonal branch. A maverick 2 monorail 30mm x 2.5mm balloon catheter had been advanced to treat the target lesion. On the first attempt to inflate the balloon to 8 atmospheres, the balloon ruptured. The device was able to be removed intact. The procedure was able to be completed with this device. A 2.75x28mm taxus liberte drug eluting stent was implanted in an unspecified location during the procedure as well. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).